Event description:
During the atrial fibrillation ablation procedure, an air leak occurred. After completing the pulmonary vein isolation procedure, when the catheter was removed and the tip of the sheath was moved from the left atrium to the right atrium, air was aspirated. When the port of the hemostasis valve was suppressed with fingers and aspirated again, air was not present. The sheath was then removed without inserting anything and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history records for each possible batch number (8521321 or 8513963) were reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.